Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) device was presented to the emergency room (ER) device found on safety mode upon interrogation. During the ER visit, it was unable to interrogate the device via consult. The physician found that there was temporary device implanted. Patient experienced pauses due to which had a fall and hit his head. The crt-p device also exhibited oversensing, pacing not delivered when required and premature battery depletion. Subsequently this device was explanted and successfully replaced. This device is expected to return for analysis. No additional patient adverse effects were reported.